Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: received 8 units in open packaging sutures and 28 units suture in a closed packaging. Total 36 samples received. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Analysis samples: the samples received were checked visually, these were in sealed packaging. 5 samples were taken for analysis of armed resistance testing, including 4 disassembled when removing the yarn package (in intervals), and before taking the tensioned in a machine; 4 units were used to complete the test assembly (needle thread-binding); samples tested did not meet the requirements set forth in the usp. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions: the procedure to perform training and retraining production personnel in charge of the assembly process. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Eight sutures disassembled in the hernorrafia procedure.